Event description:
It was reported via repair work order that the nurse call was not functional due to broken communication board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call was not functional due to broken communication board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the nurse call was not functional due to broken communication board. However upon evaluation it was determined that the nurse call was fully functional from side rails and that the customer was using a non-stryker nurse call pendant that was not working properly causing the nurse call to constantly alarm. Further, the issue reported is not likely to contribute to serious injury or death because the constant alarm is not a risk as the caregiver would be aware that it is alarming and know not to leave the patient unattended on the bed. No patient involvement or adverse consequences were reported.